Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 210) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open blue (can l) and red (can h) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient 's electrode belt does not communicate with monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.

Manufacturer narrative:
During investigation of the for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation the monitor was unable to power up. The cause for the failure was due to contamination on the j1 of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.